Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient with history of anemia without overt signs of bleeding (reported as anemia ae) admitted for elective colonoscopy on (B)(6) 2016, however, he states on admission he did have frank bleeding one week prior. On admission ((B)(6)). On (B)(6), subject underwent push enteroscopy and colonoscopy. There was erythema with a few oozing erosions consistent with erosive gastritis in his stomach. There was a clean based 5 mm ulcer seen in the fundus. In the ascending colon, 2 sessile polyps were removed, 3 were removed in the transverse colon and 4 penducnculated/semi-pendunculated friable polyps with contact bleeding were removed from the descending colon. There were at least 4-5 larger polyps seen in the sigmoid colon that were not removed at this time. Large prolapsed hemorrhoids were seen at the withdrawal of the scope. He will need a follow up scope for the removal of the polyps not removed at this time. Coumadin was recommended held for 2 days due to the number of polyps removed. He did have blood in his stool the evening of (B)(6), however subject felt this was from hemorrhoids and procedure. Unfortunately, he continued to have blood with bowel movements and on (B)(6), he required another colonoscopy to determine the source of bleeding. He was found to have an adherent clot on a post-polypectomy site in proximal ascending colon and an endoclip was placed there for successful hemostasis. At a prior polypectomy site adjacent to a diverticulum in the distal descending colon that was not actively bleeding, but an endoclip was placed. Subject was bridged with heparin beginning (B)(6) and coumadin was restarted that date. He showed no further signs of bleeding and was discharged home on (B)(6) 2017. Pathology showed all polyps to be benign.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional info: it was further reported that on (B)(6) 2016 patient presented to the hospital for elective colonoscopy. Patient was transfused 2 units of packed red blood cells (rbcs). Push enteroscopy showed normal mucosa, z-line at 44 cm. In the stomach, there was erythema with few erosions noted. Upon contact, there was oozing seen in the gastric antrum and fundus, which was consistent with erosive gastritis. The duodenal mucosa was normal. In the jejunum, scope was advanced 90 cm past the pylorus and there was normal mucosa noted throughout. Colonoscopy showed two sessile polyps measuring 5-6 mm in the ascending colon. The polyps were completely removed with cold nare polypectomy. There were three sessile and pedunculated polyps measuring 6-9 mm noted in the transverse colon which were completely removed with hot snare polypectomy. In the descending colon, four pedunculated/semi-pedunculated friable polyps with contact bleeding noted, measuring 7-9 mm. They were completely removed with hot snare polypectomy. Two of the polyps were adjacent to the diverticuli. There was severe diverticulosis of the left colon seen. On (B)(6) 2016, patient reported having one bowel movement the night before describing it like mud and with some bright red blood mixed in it. Patient felt it was due to hemorrhoidal bleeding. On (B)(6) 2016, patient reported having at least three bowel movements with a moderate-large amount of dark blood/ clots since yesterday. Patient was transfused with 3 units of packed rbcs. On (B)(6) 2016 patient underwent repeat colonoscopy due to persistent bleeding. There were old blood clots seen in the cecum which were washed and no active bleeding was seen. Post-polypectomy site in the proximal ascending colon was with adherent clot. This was likely the source of bleeding, transverse colon was poorly prepared but was able to be washed and cleared. Prior polypectomy site adjacent to a diverticulum was seen in the distal descending colon. The site was not actively bleeding but given the appearance of site status post cautery with hot snare it was at risk of ulceration or continuous bleeding as it healed, therefore it was elected to place endoclips at the site. There was moderate diverticulosis seen in the left colon. There were at least two semi-pedunculated erythematous polyps seen but they were not removed due to recent bleed. The rectal mucosa was normal. There were large prolapsed external hemorrhoids noted but no active bleeding was seen. On (B)(6) 2016, patient had bowel movements without any evidence of bleeding. On (B)(6) 2016, patient had bowel movements which he described as green and was transfused 2 units of blood. On (B)(6) 2016, no further bloody bowel movements reported. Patient was discharged home in stable condition. No further patient complications have been reported as a result of this event.